Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the patient had a ventricular tachycardia episode that was terminated by high voltage therapy after over current was detected which indicates possible lead damage on the right ventricular (rv) lead. There was also low high voltage impedance on the rv lead. The physician elected to take no further action and to monitor the patient. The patient experienced no consequences.